Event description:
Rec'd report of overinfusion via pressure monitoring line. A pediatric pt was brought to ICU after open heart and av canal repair surgery. Three monitoring lines were in place at 1300. #1-arterial line with 250cc IV bag with heparin 1/2u/cc, #2--pulmonary artery line with d5w 500cc IV bag without heparin, all with ressure cuffs applied. The pt was in respiratory distress all night, and was placed on a lasix drip. When the bags were checked at 1000 on 10/29, there was 200cc infused from #1, 1/2 to 3/4 infused from #2, and 1/2 to 3/4 infused from #3. At time of investigation, pt remained on the ventilator with pulmonary hypertension, and receiving multiple IV drug therapies. "Unk if problems stem from initial pathophysiology or fluid overload."